Manufacturer narrative:
An event regarding patellar component wear involving a triathlon femoral component was reported. Medical review of the provided medical records suggest malposition of the femoral component however it cannot be confirmed with the information provided. Method & results: device evaluation and results: not performed as the femoral component was not returned, it remains implanted. Medical records received and evaluation: the medical review indicated suboptimal soft tissue balance in the extensor tendon mechanism of the knee in combination with component malposition on the tibial side with the femur also suspected but unproven due to absent relevant x-ray has contributed to lateral shift and tilt in the patellofemoral joint with anterior knee pain and grinding noises requiring revision surgery. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant indicated suboptimal soft tissue balance in the extensor tendon mechanism of the knee in combination with component malposition on the tibial side with the femur also suspected but unproven due to absent relevant x-ray has contributed to lateral shift and tilt in the patellofemoral joint with anterior knee pain and grinding noises requiring revision surgery. While the x-rays provided indicate malposition has occurred on the tibial side, they cannot confirm the malposition on the femoral side- additional information such as an x-ray with lateral view of the left knee is required to confirm the event and potentially identify a root cause. No further investigation is possible at this time. If additional information becomes available such as additional x-rays, this record will be reopened. Device not returned.

Event description:
It was reported that patient's left knee was revised. As reported by rep: "grinding, anterior knee pain." The liner and patellar component were revised. Medical review: suboptimal soft tissue balance in the extensor tendon mechanism of the knee in combination with component malposition on the tibial side with the femur also suspected but unproven due to absent relevant x-ray has contributed to lateral shift and tilt in the patellofemoral joint with anterior knee pain and grinding noises requiring revision surgery.